Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a manual injection and changed out infusion set and cartridge to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.